Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 248 mg/dl, which will be treated with manual injection. The customer stated that the insulin pump did not have insulin in it and that's why the customer had high blood glucose. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.